Event description:
During removal of a cervical paravertebral catheter, the catheter did not retract at skin bridge. Was able to fully remove plastic sheath with remnant of wire and catheter tip left at the c7 transverse process exiting the skin in the posterior triangle of the neck. Area was dressed with tegaderm and patient transferred for consultation with neurosurgery for removal of remnant wire via neck exploration. Plain xrays/CT obtained.